Event description:
Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-02933 for a description of the first device. It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangio-pancreatography (ercp) procedure in 2007, (patient age and weight are unknown). According to the complainant, during the procedure, it was noted the second autotome also had a "smashed" and "frayed" tip when the device came out of the scope. The physician successfully completed the procedure with a different device. No patient complications were reported as a result of this event. The patient's condition was reported as "ok".

Manufacturer narrative:
The device has been disposed of; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Device discarded.